Event description:
It was reported that the patient¿s therapy hadn¿t been working ¿very well¿. The patient had also been experiencing a burning sensation in her ¿backside, opposite the side of her implant¿. Consequently, the patient scheduled an appointment for some diagnostics. Impedance testing showed impedances were greater than 4,000 ohms on all but 3 contacts. The burning sensation reportedly started then as well. The patient had turned it off in the past. However, stimulation was on at the time of the report as the patient was instructed not to ¿mess with it¿. There had been no falls or trauma related to this. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had an appointment (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v811041, implanted: (B)(6) 2011, product type lead. (B)(4).